Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial and right ventricular leads exhibited noise. Chest x-ray was performed and revealed no anomalies. The physician suspected the pulse generator to be the cause of the noise. The pulse generator was explanted and replaced. During procedure, the physician noted damages on both of the leads. The leads were left in the body and replacement leads were implanted on the right side. The patient experienced no adverse consequences.